Manufacturer narrative:
(B)(4). No patient involvement. Difficult to remove. The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The international customer reported that, prior to use, the needle in the quick-core coaxial biopsy needle set would not pull out of the cannula. The customer confirmed that the device did not make contact with the patient; accordingly, no adverse effects occurred as a result of the product issue. The product was received for evaluation; however, as of the date of this report, the investigation is still in progress.

Manufacturer narrative:
Investigation - evaluation: a review of inspection of unused product, complaint history, device history record, documentation, drawings, instructions for use (IFU), manufacturing instructions, specifications, functional testing, and quality control data was conducted during the investigation. The manufacturing documents in place at the time of manufacture were reviewed and it was found that the device aspect in question was visually inspected by quality control. The work orders for the set lot and the component subassembly lot were reviewed. There were no non-conformance's that could be related to the reported failure mode. A search of our complaint records indicates that this is the only relevant complaint for the reported lot number. Visual inspection and functional testing of the returned device were performed. One unused, sealed quick core biopsy needle and one prior to use coaxial needle assembly were returned for evaluation. The coaxial needle assembly is made up of a trocar and an outer cannula. The outer cannula and trocar of the coaxial needle assembly were locked together. With minimal force applied, the operator was able to unlock the hubs. Once unlocked, the trocar easily slide in and out of the cannula. It is possible that during the assembly/manufacturing process, too much force was applied to the hub of the trocar needle stylet when attaching with the needle cannula. This would cause an over-tightening of the needle stylet hub to the cannula's luer locking hub and make removal of the needle stylet difficult. Additionally, humidity from the atmosphere can cause the knobs to swell due to the hygroscopic properties of the component material. Based on the information provided, examination of the returned product, and the results of our investigation, the root cause for this event is related to manufacturing of the device. Per the quality engineering risk assessment, no further action is required. We will notify the appropriate personnel and monitoring will continue to be performed for similar complaints.